Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. No problems were observed regarding the reported not sure delivering complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia.

Event description:
The parent reported that the patient was wearing the pod on the arm for approximately 24¿36 hours prior to seeking medical attention on (B)(6) 2026. On that date, the parent observed a reported blood glucose level of approximately 24.4 mmol/l (439 mg/dl) and noted persistent elevation despite multiple correction boluses. The parent stated that the patient had insulin on board, yet glucose levels continued to rise. Due to concern regarding ongoing hyperglycemia, the parent checked for ketones, and none were detected. The parent reported that the patient was not experiencing symptoms; however, medical evaluation was pursued due to the lack of response to correction boluses and concern over the sustained high glucose level. The visit lasted approximately 2.5 hours, and the patient was discharged the same day. According to the parent, the diagnosis provided during the medical evaluation was hyperglycemia. Treatment included manual administration of 6 units of the patient¿s usual rapid-acting insulin (trurapids). The attending physician consulted the patient¿s endocrinologist, who recommended replacing the pod due to the possibility of pod failure. The pod was subsequently replaced during the visit.